Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer advised left and right rear caster with brake are making a clicking noise when turned. Dealer could not provide any further information.